Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. No conclusions can be made at this time. (B)(6).

Manufacturer narrative:
(B)(4). Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: the data from the time of the complaint is unavailable for review due to continued pump use. A review of the current total daily dose history indicated that insulin delivery totals correctly reflected programmed values. The pump was exercised for 29 hours with no delivery issues. The pump was evaluated and found to be operating within required specifications and delivering insulin accurately.

Manufacturer narrative:
Follow-up # 1 (B)(6) 2011. Device history record review was conducted on (B)(6) 2011 with the following findings. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
The patient's mom/reporter claimed that the patient's blood glucose is out of control and has been fluctuating from 80-600 mg/dl for the (B)(6). The patient's blood glucose is managed with the animas pump and is maintained within 100-200 mg/dl. Due the alleged erratic blood glucose the patient had been experiencing, the reporter did not feel as if the pump and meter were working properly. The patient did not have any symptoms or medical intervention that would suggest acute complication of diabetes. During troubleshooting, the animas representation noted the following: the patient's insulin to carbohydrate ration is 1:40. The insulin sensitivity factor is 1:185 and the insulin on board is set to duration 2 hours. The animas pump history shows boluses are being delivered 100%. The total daily dose adds up. It was confirmed that the mom was priming the pump correctly every 2-3 days. There were no issues with air bubbles, leaking, or discoloration of the infusion set. This was no indication of a product malfunction. The reporter was advised to follow-up with a healthcare provider for clinical recommendation. This complaint is being reported because the patient's blood glucose has been elevated above 500 mg/dl while the patient's diabetes is managed with the animas pump. Although there is no evidence of a product malfunction, the causation could possibly be due to a user error or an incorrect insulin regimen. Hence, this complaint is being reported.